Manufacturer narrative:
The technician found the side rail pivots seized and will not move. The technician replaced all side rails on the bed to resolve the issue.

Event description:
The technician alleged the side rails are stuck in the low position and will not raise to latch. No pt impact.